Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case on the reservoir tube window corner.

Event description:
Customer reported that the insulin pump may not be functioning properly. Customer reported recently experiencing blood glucose levels that were extremely low or high. Customer reported having a blood glucose level of 444 mg/dl the day before the call. Blood glucose level at the time of the call was not provided. No further information was provided.